Event description:
Current IV remodulin dose: 120ng/kg/min. Pt (patient) reports that pump cadd solis serial number (B)(6) fell out of the cadd legacy pouch while infusing and now the screen won't turn on and it's making a beeping sound. Pt states this just occurred now. Pt denies any symptoms or changes in breathing. Registered pharmacist advised pt to make a new mix and switch to their back-up pump as soon as possible. No additional info, details, or dates available. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm/ beeping occurred is unknown. Pump return tracking info is not available. Photographs were not provided. Did the reported product fault occur while in use with a pt? ¿ yes. Did the product issue cause or contribute to pt or clinical injury? ¿ no. Is the actual product available for investigation? - yes, upon return. Did pharmacy replace product? ¿ yes. Did the pt have a backup product they were able to switch to? ¿ yes. Was the pt able to successfully continue their therapy? ¿ yes. Is the therapy life-sustaining? ¿ yes. What is the outcome of the event? ¿ resolved.